Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visually confirmed driver shaft broken; crack appears to have initiated at stress relief fillet. Microscopic examination of fracture revealed fairly brittle fracture with angulated surface indicating a significant torsional component. River lines indicating crack initiated at fillet, which propagated around bend of driver fracture. The age of the part and the nature of the fracture suggests anticipated wear as the possible mechanism of failure. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the driver was broken during a posterior spinal surgery. No patient complications were reported.